Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5).

Event description:
Additional information provided by the customer. The subject device was not reprocessed. The channels were clogged with glue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the user may have used endo therapy accessories and misjudged the release point during injection of the medical glue. However, the specific root cause could not be identified. Correction: the initial medwatch reported the returned device found the nozzle, channel tube, jet channel, and plastic distal end cover had foreign material during evaluation; however; the customer returned the device without reprocessing due to glue clogged in the channel. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The user can detect and prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): -gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the forceps elevator knob had foreign objects; the suction cylinder had discoloration; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the objective lens had a scratch; and the universal cord had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope was experiencing a cleaning brush insertion issue. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle, channel tube, jet channel, and plastic distal end cover had foreign material. The foreign material remained in the nozzle, channel tube, jet channel, and end cover, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle, channel tube, jet channel, and plastic distal end cover noted at estimation.